Manufacturer narrative:
Summary of elevated complaint investigation (ecinv) (B)(4) results for MDR 3005248192-2015-00014 follow-up report 1: investigation into this complaint included testing of the abbott molecular (am) retention samples from the aneuvysion lot of material in question, an evaluation of the quality data review (device history record (DHR) review and CAPA review) and complaint history review. Quality data review: device history record / batch record review: verified that product met specifications at the time of release. CAPA / non-conformance review: no related capas were identified. Product/system/instrument evaluation: retain / file sample evaluation: the retention sample passed quality specifications. Performance parameters include intensity, background, specificity and cross-hybridization. No evidence of a performance issue was identified. Return sample evaluation: the customer's sample was not available for investigation. Complaint history review: no additional related complaints were identified. Product deficiency decision based on the results of the investigation elements, a product deficiency for the aneuvysion multicolor dna probe kit, 50 assay-ivd: part# 35-161075 has not been identified. Clarification: per the e-submitter instructions displayed in section a/ patient information, the first day of the month is to be used when the day is unknown for all date fields in this 3500a form. Based on this instruction, a date of (B)(6) 2015 was entered as the event onset date because the exact day that the pregnancy was terminated in unknown. The pregnancy was terminated between (B)(6) 2015. Patient information, the patient birth date and the patient weight fields are blank because this information is unknown.

Event description:
Updated information: the date the aneuvysion test was reported was (B)(6) 2015. The patient did undergo an abortion in (B)(6) 2015, before the karyotype result was available on (B)(6) 2015. The day in (B)(6) 2015 that the pregnancy was terminated is unknown. The gestational age was (B)(6). It is unknown why an abortion was recommended prior to receipt of the karyotype results. It is unknown whether the kayotype result would have changed the treatment recommendation. In this case no additional result was used in combination with the fish result to make the clinical decision to recommend an abortion. After the initial aneuvysion result of xo, the test was repeated and again resulted in xo. There was increased risk for fetal trisomy identified by maternal serum screening. No family history indicated. The ultrasound results indicated appearance of bilateral choroid plexus cysts. No other clinical indications/ risk factors were indicated. The fish analysis result indicated more than 82% signal showed the chromosomal karyotype was 45, xo. The cell culture result indicated the chromosomal karyotype was 46, xx.

Manufacturer narrative:
Abbott molecular has contacted the customer and requested more information regarding this event. It is unknown at this time if an abortion occurred. An MDR follow-up report will be submitted to FDA after a customer response is received.

Event description:
The aneuvysion (vysis cep 18, x, y-alpha satellite, lsi 13 and 21) multicolor probe panel is intended to use cep 18/x/y probe to detect alpha satellite sequences in the centromere regions of chromosomes 18, x, and y, and lsi 13/21 probe to detect the 13q14 region and the 21q22.13 to 21q22.2 region. The aneuvysion kit is indicated for identifying and enumerating chromosomes 13, 18, 21, x, and y via fluorescence in situ hybridization (fish) in metaphase cells and interphase nuclei obtained from amniotic fl uid in subjects with presumed high risk pregnancies. It is not intended to be used as a stand alone assay for making clinical decisions. Fish results are intended to be used as an aid in the diagnosis of numerical abnormalities of chromosomes 13, 18, 21, x and/or y in conjunction with other information currently used in prenatal diagnosis, consistent with professional standards of practice [1]. This device is intended for use only with amniocyte cells; it is not intended for and has not been validated for use with other test matrices. This fish assay will not detect the presence of structural chromosome abnormalities that can also result in birth defects. This fish assay will be performed in cytogenetics laboratories. A customer in (B)(6) reported a discordant result between an aneuvysion test result of xo and a karyotype analysis result of xx. Because it is not known whether an abortion was performed or not, the event is being reported because of the potential risk of death or serious injury.